Event description:
It was reported by a sales consultant that a patient had what appeared to be an infection. The patient's psi (patient special implant) was removed on (B)(6) 2015 along with all associated plates and screws. No delay in surgery. Patient is reported to be doing well this is report 36 of 38 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.